Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. Pump received with bleeding display, stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have gotten insulin pump stolen. Insulin pump was returned damaged. Customer's blood glucose was unknown. Customer reported that the display screen was cracked and buttons were not responding. Customer was advised that insulin pump would need to be replaced.